Event description:
My wife and I both use clear care to clean and sterilize our contact lenses; we have been for over a decade. I was given a small kit of clear care plus a couple of years ago by my eye care provider and I had an adverse reaction. I inspected the bottle of sterilizer and compared it with my normal solution. The only difference was the "plus" with "hydraglide". I reported this to my eye care provider and he replaced it with my normal solution. Since then I have avoided purchasing this version of the product. Recently my wife purchased what she thought was the same solution but instead was the plus version. This version of the product has replaced the non-hydraglide version at costo and many other stores. We were in singapore on vacation when I used the bottle purchased at costco. Immediately my eyes/vision clouded up like I was looking through milky glasses. In fact even after I removed the contacts and threw them away (had only used 2wks on monthly use) my eyes stayed cloudy all day into the evening with tearing up and cloudy vision. I realized what had happened and we purchased a local version of the hydrogen peroxide sterilizer cup sanitizer. My issues went away and upon return I inspected the bottle and the ingredients. The hydraglide version has moisture matrix (eobo-21) which according to the bottle is polyoxyethylenepolyoxbutylene. Looking up the chemical formulas of these two items produces this. Polyoxyethylene or peg is the basis of a number of laxatives (as miralax, restoralax, etc.).[5] whole bowel irrigation with polyethylene glycol and added electrolytes is used for bowel preparation before surgery or colonoscopy or for children with constipation. Polyisobutylene or pb-1 is a high molecular weight, linear, isotactic, and semi-crystalline polymer. Pb-1 combines typical characteristics of conventional polyolefins with certain properties of technical polymers. The idea that these two combine to form a great lubricating formula for contact lenses to be put in the eyes is absolutely ludicrous. In fact both my wife and I have the same adverse reaction using this version of the product. Since I am german/welsh and she is southeast asian indian I assure you there is enough genetic diversity that a similar defect in our tears or eyes that would produce this problem has a very low probability. I am asking that this additive in the alcon contact lens solution be investigated because it is highly unlikely that my wife and I are the only 2 individuals on the planet who have an adverse reaction to the solution. I am also concerned that alcon has a plan to permanently replace the original solution since I am finding it less and less available. I uploaded pictures of the products and images showing how our vision becomes clouded when using the product. We always used the products (plus and non-plus) in the same way according to the directions on the label and never had problems with the original (non-plus) version. It is the optometrist recommended sterilizer solution. Reference report: mw5120691.